Manufacturer narrative:
(B)(4) date sent: 1/19/2017. Batch # (B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition in an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, staples do not close. Unknown how case was completed. There were no adverse consequences for the patient.